Event description:
The external pulse generator was returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the lead flex cover, main printed circuit board, heart lead flex, and lcd (liquid crystal display) are contaminated. Analysis also found the lower case and side bail covers are broken. (B)(4).